Manufacturer narrative:
The cause for the discordant hcg results is unk. As stated in the IFU, "borderline: result is indeterminate, repeat in 48-72 hours. As is true with any diagnostic test, clinical diagnosis should not be based solely on a single test result. Clinical diagnosis should incorporate all clinical and laboratory data."

Event description:
Customer reports several false positive human chronic gonadotropin (hcg) results on instrument. Blood results showed negative hcg results. Pt surgery was delayed due to the positive result. There was no report of injury for this event.